Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after successful deployment of an 8mm x 40mm precise pro self-expanding stent (ses) over a non-cordis embolic protection device, the shaft of the precise pro delivery system could not be withdrawn beyond a certain point. The delivery system was able to be pulled back until the main body was outside of the patient; however, further withdrawal beyond that point was not possible. Due to the withdrawal difficulty, the non-cordis embolic protection retrieval device could not be inserted. The outer member was advanced through the implanted stent to try and retrieve the non-cordis embolic protection device but was unsuccessful. Further attempts were also made to retrieve the embolic protection device from the unknown guiding catheter by advancing the non-cordis 8f sheath; however, passage through the stenotic lesion was not possible. A new unknown guiding catheter was then inserted via a contralateral femoral approach, and percutaneous transluminal angioplasty (pta) was performed at the lesion site with a non-cordis balloon. After pta, the unknown guiding catheter was able to advance, the non-cordis embolic protection device was retrieved, and the procedure was completed. This was during a procedure to treat a right carotid artery stenosis in which a right femoral approach was used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after successful deployment of an 8mm x 40mm precise pro rx self-expanding stent (ses) over a non-cordis embolic protection device, the shaft of the precise pro delivery system could not be withdrawn beyond a certain point. The delivery system was able to be pulled back until the main body was outside of the patient; however, further withdrawal beyond that point was not possible. Due to the withdrawal difficulty, the non-cordis embolic protection retrieval device could not be inserted. The outer member was advanced through the implanted stent to try and retrieve the non-cordis embolic protection device but was unsuccessful. Further attempts were also made to retrieve the embolic protection device from the unknown guiding catheter by advancing the non-cordis 8f sheath; however, passage through the stenotic lesion was not possible. A new unknown guiding catheter was then inserted via a contralateral femoral approach, and percutaneous transluminal angioplasty (pta) was performed at the lesion site with a non-cordis balloon. After pta, the unknown guiding catheter was able to advance, the non-cordis embolic protection device was retrieved, and the procedure was completed. This was during a procedure to treat a right carotid artery stenosis in which a right femoral approach was used. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The device was not returned for analysis. However, two photographs were provided for review. The images show an 8 mm x 40 mm precise pro self-expanding stent (ses) deployed over a non-cordis embolic protection device within a blood-containing surgical field. Components of the delivery system are visible outside the patient. No visible fractures, separations, kinks, or structural damage to the stent or delivery system components can be confirmed from the provided images. The photographs do not provide sufficient visual evidence to confirm or refute the reported difficulty in withdrawal of the delivery system. A product history record (phr) review of lot 18482560 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿stent delivery system (sds)-withdrawal difficulty-through guide/sheath¿ could not be observed as the device was not returned for analysis and the images received did not provide evidence of the withdrawal difficulty. The exact cause of the issue experienced could not be determined during picture evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the withdrawal difficulty experienced, especially since there were no damages or anomalies noted to the device in the picture analysis. However, patient anatomy, vessel characteristics, procedural/handing factors and/or the concomitant device factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.)¿ neither the picture analysis, phr review, nor the information available for review suggests that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.